Event description:
As reported by the user facility: reports ultrasite valve cracked near tip between threads. Patient on continuous 5 fu chemotherapy infusion via ambulatory curlin pump. The pt was 4 days into treatment, in 2008, patient had lab work drawn through the ultrasite valve that was attached to an accessed porta-cath. Site. The pt reported to the agency that the lab did not change the valve after the blood draw. On the next day, the incident occurred where the valve visibly cracked while receiving chemotherapy infusion. No pt injury reported. Nurse removed defective valve and replaced with new valve with little to no disruption in treatment. Additional information provided by the facility on the following month indicated that a second incident occurred where the valve cracked during chemotherapy treatment with the same patient. The pt suffered no adverse sequela associated with either incident. The sample will be sent for evaluation. The lot numbers remain unk since the valves were put on at the lab before the patient arrived at home.

Manufacturer narrative:
One actual sample valve was returned to the MFR to be evaluated. The valve was noted to have a vertical crack, measuring approximately 5mm, on the parting line of the valve body. The crack extended from the valve top to the bottom thread. The reported cracks are consistent with previous incidents of this nature involving chemotherapy treatments in which the combination of solutions used, length of exposure, and/or user technique may contribute to the cracking of the part. However, at this time, the investigation is ongoing. No specific conclusions can be drawn. If further investigation reveals pertinent information, a follow up report will be filed.